Event description:
It was reported to the MFR by the facility (life care ctr of las vegas), per facility the resident was leaning o the rail to roll onto his side. The latch pin and latch for the rail broke and the rail swung out. The resident fell out of the bed. A nurse's aide was in the resident's room to assist with bathing. The resident was sent to the hospital for an x-ray. The resident has fractured arm. The resident was in the hospital from (B)(6) 2013 and then returned to spang rest nursing home. (B)(4) was entered into our system.